Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an interventional atrial fibrillation ablation procedure. Reportedly, after device deployment, the suture came out with the proglide device. The suture of another proglide device was successfully preplaced. The sheath was upsized to 8f and the atrial fibrillation ablation procedure was completed. The successfully preplaced proglide suture was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.